Event description:
Additional information was received that per the patient's mother; the patient was taking xanax (alprazolam) inpatient and heard a loud thud sound. When checked, the patient had fallen and hit their head on desk in the room. The patient reported taking xanax (alprazolam), codeine, and smoking large amounts of marijuana. The patient also stated to have drunk 1/4th bottle of tequila the night prior to admission. The patient said that they were "ready to die and tired of living". Per the patient's mother the patient started using substances as soon as they were discharged. The patient was admitted by psychiatric unit with emergency detention order (edo) due to concern for self-harm initiated in emergency department.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on their current system controller on (B)(6) 2025. On (B)(6) 2025, the log files captured no external power and multiple other associated alarm types. The alarms occurred due to simultaneous power lead disconnects while switching power sources. The log file also captured driveline disconnects on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed pump stop events due to the disconnection of the driveline. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues could not be conclusively determined through this investigation. A review of the submitted log files revealed two pump stop events due to driveline disconnects. Each time, the driveline was reconnected, and the pump ramped back up to the set speed without issue. The pump appeared to operate as expected while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.